Manufacturer narrative:
B3: date unknown; month and year valid h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was leakage through the rubber of the plunger. Per reporter, the event occurred before patient use, during priming, as the anesthetic was drawn into the syringe.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection noted the plunger tip had a chip on the wiper seal. The reported problem was confirmed. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.